Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of taxol with a pump, there was a leak at the micron filter noticed approximately 12 hours into the infusion. The 278mg of taxol was being administered in 546ml of 0.9ns with a duration of over 24 hours (rate was 22.8ml/hr). There was no patient harm.